Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease during inspection of the arctic sun device. Per review of wo on 03nov2025, there was no patient involvement.

Manufacturer narrative:
The reported event is inconclusive. The root cause for the reported event cannot be determined at this time. There are no findings for this investigation as the device has not been evaluated. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease during inspection of the arctic sun device. Per review of wo on 03nov2025, there was no patient involvement.